Event description:
It was reported that the patient was on the phone with insulet's product support team (cps) and mentioned that she has gone to the ER 5 times for diabetic ketoacidosis (dka). When cps asked for more details of three of these events customer simply stated she could not remember anything, she just knows that she was in dka. The patient was unable to provide a date, pod details or even the name of hospital. We have reached back out to the patient for additional information regarding the hospitalizations. Any new information we will submit a supplemental report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.